Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
He customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 38 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer stated they experienced nausea, vomiting, fever, dizziness, and diabetic ketoacidosis. The customer was hospitalized for 36 hours from (B)(6) 2020 to (B)(6) 2020. The customer was treated by intravenous. Auto mode was active at the time of the event. The customer¿s blood glucose at the time of the call was 12.7 mmol/l. The reservoir will not be returned for analysis.